Event description:
It was reported that the pt experienced a seroma and cerebrospinal fluid leak. A catheter revision was performed and the csf leak was repaired. The pt continued to experience headache and vomiting.